Manufacturer narrative:
(B)(4). No known impact or consequence to patient. At this stage of investigation, it is not possible to assess if the incomplete cement mantle is related to the cement hardening time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device history record could not been reviewed as the lot number was not communicated. With the available information, the product performed according to product specification, as a hardening time of 6-7 minutes after mixing enters within the frame of product specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Lot number not communicated

Event description:
It has been reported that a cold cement, mixed for acetabulum, took a long time to set (approximately 12-13 minutes) . Another cement from another storage location was taken and this other uncold cement was going off more quickly than expected. This cement was then started to be introduced to the femur and appeared to be hard to introduce. The stem was then introduced to the femur and the cement set (about 6-7 minutes after mixing). The surgeon assessed that the patient needed a revision for an incomplete cement mantle - this was carried out the following week. This medwatch is related to the medwatchs for the complaints (B)(4) which are treating the "cement behavior - hardening too long" and the "revision " related in the complaint description written above. This medwatch related to (B)(4) is treating the event "cement behavior - hardening too fast "

Event description:
It has been reported that a cold cement, mixed for acetabulum, took a long time to set (approximately 12-13minutes). Another cement from another storage location was taken and this other uncold cement was going off more quickly than expected. This cement was then started to be introduced to the femur and appeared to be hard to introduce. The stem was then introduced to the femur and the cement set (about 6-7 minutes after mixing). The surgeon assessed that the patient needed a revision for an incomplete cement mantle - this was carried out the following week.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device will not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated / not correct. According to the available data, the exact root is due to inappropriate environmental conditions as explained by the sales representative. In the IFU, it is mentioned that the cement should not be stored in an environment where the temperature exceed 25°c and a different abacus is present for products stored at 4°c. Following the investigation results of this complaint, no corrective action has been performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.